Manufacturer narrative:
(B)(4). At the time of the initial MDR submission, a review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Evaluation summary: the device was returned for evaluation. Visual inspection found that the bushing close to the drip chamber was crimped. The set was then flushed with water, and leakage was identified from this bushing. Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, if additional relevant information is obtained, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). A request for the return of the device has been made. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review will be performed.  If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The cause of the leak was determined to be the "crimp" at the tubing / bushing interface. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink paclitaxel set leaked at the "white cut off¿ of the tubing. This occurred during priming of the set with normal saline. There was no patient involvement. No additional information is available.